Event description:
New information received noted that the patient presented with the skin appearing red and swollen due to infection.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital due to infection. The physician explanted the system ¿ implantable cardioverter defibrillator (ICD), right ventricular (rv) lead, right atrial (ra) lead and left ventricular (lv) lead. The patient was in stable condition.